Event description:
Baxter reported, "the pt needed to replace the transfer set, because of the occluder feet are broken. Leaks can be observed when the mini cap is removed. The reported set was placed in 3/1/2005." There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
The lot number provided by the internationa affiliate is not on the reference table as being a valid lot number. This will be treated as an unk lot number.